Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an upgrade procedure, a left ventricular lead was unable to be implanted. A new lead was used instead. After the pocket had been closed, it was noted that the atrial lead signal was gone and the impedance was observed to be low and out of range. The physician had thought that he had damaged the lead as he was attempting to close the pocket. Programming changes were made to alleviate his issue. The patient was stable pre and post procedure. Related manufacturer reference number: 2017865-2020-09069.